Event description:
Originally reported to idtf, patient self tester reports: on (B)(6) 2009: protime system inr result 2.8, unspecified lab system inr result 4.8. On (B)(6) 2009: protime system inr result 2.7, unspecified lab system inr result 4.1. On (B)(6) 2009: protime system inr result 3.3, unspecified lab system inr result 4.1. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation pending product return.